Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice following the priming phase of therapy. The patient was connected at the time of the alarm. Proper troubleshooting steps could not be provided as the alarm occurred during a previous therapy. It was noted that therapy may have been initiated prior to the patient being properly connected to the set-up; however, this cause could not be confirmed. Therapy was discontinued for the night following the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.